Manufacturer narrative:
The device was not returned to b+l for evaluation; therefore, product evaluation could not be conducted. Further testing (endotoxin) was performed on product retain samples from product lots d130087a and d130088a. The result of this testing was consistent with the original lot release testing for these lots. A batch record review was performed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Related reports: patient 1 1920664-2016-00153, 1920664-2016-00154, 1920064-2016-00155, 1313525-2016-00159. Patient 2 1920664-2016-00156, 1920664-2016-00157, 1920664-2016-00158, 1313525-2016-00160. Patient 3 1920064-2016-00159, 1920064-2016-00160, 1920064-2016-00161, 1313525-2016-00161. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that 3 patients developed toxic anterior segment syndrome (tass) of unknown etiology post cataract surgery (the date of surgery was (B)(6) 2015). Reportedly the patients were referred to a retinal surgeon. Per the information received one patient was improving, another patient required a cornea transplant, and the third patient was not improving and remained unable to see out of the affected eye. Additional information has been requested, but has not been received. This report references patient 1 of 3.